Event description:
It was reported that during bone biopsy, the needle got allegedly broken and the broken piece remained inside the patient bone. It was further reported that the broken needle tip was removed from the patient body. The patient current status was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the ostycut bone biopsy needle that are cleared in the us. The pro code and 510 k number for the ostycut bone biopsy needle are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: multiple segments of a bone biopsy needle were returned for evaluation. Based on the sample returned the reported issue is confirmed. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently describe the correct application of the product. In section 'warnings' it is stated: the ostycut set should be used in conjunction with bard handgrip. Do not apply excessive impact or load with a hammer, etc. [The device may be damaged.] The handgrip must be used after the bevel of the cannula is fully inserted into the bone. [Otherwise the bevel may be damaged during use of the handgrip.] In section 'method of use' the instructions for use states that puncture is carried out using the two-part ostycut needle, which consists of an outer cannula with an eccentric bevel at the tip and a trocar-type stylet. The tip of the stylet is to be fixated to the bone surface, clockwise rotation should be applied, and the cannula and stylet should be inserted as a single unit to the inside of the bone. The stylet should be removed, and the handgrip should be attached to the cannula after verifying that the ostycut needle was advanced towards target tissue. The instructions for use states that it should not be attempted to remove the ostycut disposable bone biopsy needle cannula by oscillating movement of the cannula. The ostycut disposable bone biopsy needle cannula should be removed from the punctured bone area by simultaneously applying counter-clockwise rotation and traction. H10: b5, d4 (expiry date: 11/2022), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the ostycut bone biopsy needle that are cleared in the us. The pro code and 510 k number for the ostycut bone biopsy needle are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: multiple segments of a bone biopsy needle were returned for evaluation. Based on the sample returned the reported issue is confirmed. This type of event may be associated with improper handling during advancement of the biopsy cannula into the bone as well as during removal of the cannula. E.g., excessive impact or load may have been applied to the cannula. In this case limited information was provided regarding the procedure. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently describe the correct application of the product. In section 'warnings' it is stated: the ostycut set should be used in conjunction with bard handgrip. Do not apply excessive impact or load with a hammer, etc. [The device may be damaged.] The handgrip must be used after the bevel of the cannula is fully inserted into the bone. [Otherwise the bevel may be damaged during use of the handgrip.] In section 'method of use' the instructions for use states that puncture is carried out using the two-part ostycut needle, which consists of an outer cannula with an eccentric bevel at the tip and a trocar-type stylet. The tip of the stylet is to be fixated to the bone surface, clockwise rotation should be applied, and the cannula and stylet should be inserted as a single unit to the inside of the bone. The stylet should be removed, and the handgrip should be attached to the cannula after verifying that the ostycut needle was advanced towards target tissue. The instructions for use states that it should not be attempted to remove the ostycut disposable bone biopsy needle cannula by oscillating movement of the cannula. The ostycut disposable bone biopsy needle cannula should be removed from the punctured bone area by simultaneously applying counter-clockwise rotation and traction. H10: d4 (expiry date: 11/2022), g3. H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during bone biopsy, the needle got allegedly broken and the broken piece remained inside the patient bone. The patient current status was unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the ostycut bone biopsy needle that are cleared in the us. The pro code and 510 k number for the ostycut bone biopsy needle are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2022).

Event description:
It was reported that during bone biopsy, the needle got allegedly broken and the broken piece remained inside the patient bone. The patient's current status was unknown.